Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the silicone dome was damaged. Although it is not clear how the damage may have occurred, it appears that needles or a sharp object caused the damage. This however could not be confirmed. In addition, the device was tested and the results of the test determined that the likely root cause for the problem reported by the customer was due to biological debris that was seen throughout the device. The debris prevented the cam from moving, which also prevented the device from successfully programming. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that due to enlarged ventricles the pressure setting was adjusted. There was no pt improvement and as a result the device was revised.